Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case, left plunger case, and right plunger case were cracked. Error history log review found a force sensor background test error. The root cause of the reported issue was unable to determined. Actions were taken to mitigate the reported issue: replaced plunger cable for preventive. Performed occlusion test which passed.